Manufacturer narrative:
According to the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, which may require intervention, is a known potential complication associated with the tavr procedure. Vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Aortic dissection may occur when attempts are made to advance devices through the vasculature and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe advancement of devices/equipment, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device(s) are being advanced. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited patient information provided, investigation results suggest the mechanisms described above could have contributed to the abdominal aortic rupture/injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Vascular injury including perforation or dissection of vessels, that may require intervention is listed in the instructions for use for the tavr procedure and is a known potential risk associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, during implant of a 29mm sapien 3 valve, in the aortic position, mild to moderate pvl was observed. A decision was made to post dilate and the event was resolved; however, some resistance was noted while re-introducing the commander delivery system through the sheath to perform the post-dilation. The patient was slightly hypotensive and a transfusion of 3 hematic concentrate units and 1 unit of fibrinogen were required. An abdominal aortography revealed contrast extravasation by small rupture in the infra-renal aorta. The vascular team was contacted, and a successful bifurcated endoprosthesis implant was performed. The event was resolved and the patient´s hemodynamics were stabilized. The patient was transferred in stable condition for post management care without use of vasoactive drugs. The device was discarded. Of note, there was no injury to the femoral artery; a rupture of the aorta in the infra-renal region was noted by aortography. The native aortic valve measured an area of 570cm2 by CT. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Ventilation was not held and there was no loss of capture. This event description pertains to the delivery system used during the procedure.

Manufacturer narrative:
Procedural cine images were submitted for review. Pre-operative CT and procedural images requested but not provided. The following observations and impression were made by an edwards physician proctor. Procedural cine: heavily calcified annulus, bav x 1, no contrast injection, valve alignment seen in abdominal aorta, valve deployed well, mild-mod pvl seen post implant, post dilatation x1 with good results, delivery system seen in descending/abdominal aorta not supported by the wire, no images provided of ds removal, left groin sheath dc¿d, right groin accessed, pig tail seen in tortuous abdominal aorta, tortuous iliac arteries, abdominal aortic rupture confirmed, just below right renal artery, endograft placed and appears rupture contained. Impression/recommendations: no images of the delivery system being re-introduced into the sheath were provided; therefore, unable to comment on resistance reported. No images provided of where the esheath terminates within the abdominal aorta or of the femoral bleed post esheath removal. Very tortuous anatomy (iliacs and aorta). Post dilation of the valve, delivery system seen at bottom of picture with no wire support. Recommend removal of the esheath and delivery system per training and leave wire in good position for better support. The abdominal aortic rupture confirmed. However, unable to determine contributing factors.